Event description:
It was reported that the patient presented in-hospital after receiving numerous shocks. Upon interrogation, oversensing was observed. Lead dislodgement was suspected, resulting in atrial activity being sensed in the ventricular channel. The patient is known to have chronic atrial fib and has terminal cancer, but wants to leave therapy on. The device was programmed to alleviate inappropriate therapy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.